Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 244.8mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm critical pump error alarm due to blank display.